Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using an e luminexx stent via a percutaneous mid axillary access. After advancing the stent to the target site and preparing for deployment, the stent failed to release despite multiple attempts. The procedure was completed using an alternative stent. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx biliary stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a physical sample was not returned for evaluation but provided photos and video show the t-luer adapter was found detached from the slider which made a successful deployment using the trigger impossible. The stent was still loaded in the delivery catheter. A provided x-ray image also showed a device within the anatomy with the stent still loaded and a lying guidewire which further confirms the failure to deploy. There was no indication of a manufacturing deficiency. It was reported that a 6f introducer was used with a 0.035" guidewire for access, the tracking vessel was neither tortuous nor calcified, pre-dilation was performed and there was no noticeable damage on the device. Based on the available information and the evaluation of the provided photos, the investigation is closed with confirmed result for detachment and failure to deploy is considered a cascading event. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (instruction for use) sufficiently address the potential risks. Regarding general warning, the instruction for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the instruction for use states "the bard s.a.f.e. 6f delivery system requires a minimum 6f introducer sheath. Insert a 0.035-inch (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". With regards to general directions, the instruction for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.